Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer is calling to report that when they prime the insulin stops. Troubleshooting was performed and the insulin did not exit. Customer states they have another infusion set for testing. Customer states they are able to troubleshoot for a potential reservoir and infusion set issue at this time and the insulin was able to exit without am alarms. Customer blood glucose was 423 mg/dl. The product is not expected to return.